Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the lens in two pieces. The lens has been torn in half including the haptic plates. One side of the haptic arms are missing. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The device history record was reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the current information, the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted approximately 4 and a half months post-implant due to z-syndrome. The lens was removed and replaced with a different lens model. In the surgeon's opinion, the likely cause of the event was "asymmetric capsular contraction." Patient current prognosis is "good."